Manufacturer narrative:
Concomitant medical products: 5071-35 lead; 5071-35 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of feeling shoulder pain and the cardiac resynchronization therapy pacemaker (crt-p) moving. The device remains in use. No further patient complications have been reported as a result of this event.